Event description:
It was reported that the customer received a button error alarm and the buttons were unresponsive on the insulin pump. It was stated that the insulin pump was not bumped or dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. No button error alarm was noted during testing. However, a slightly unlocked keypad connector was noted during the visual inspection. The insulin pump had moisture damage on the electronics and battery tube assembly. No moisture damage was noted on the vibrator or motor assembly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked display window and cracked battery tube threads.